Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse impact to the customer¿s blood glucose level. After reloading the cartridge and cleaning the speaker holes, the alarm cleared and insulin delivery resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.